Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Rep reported a revision of left knee due to loose tibial baseplate.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was confirmed through the medical review. Method & results: -device evaluation and results: not performed as the product was not returned. -medical records received and evaluation: from the x-rays it is evident that root cause of failure is associated with suboptimal cement fixation technique. There is virtually no bone cement visible anywhere below the baseplate or the keel section and as such this supposedly cemented baseplate had no adequate contact and fixation through interdigitation of the bone cement with the underlying bone to start with. There may have been a thin layer of bone cement present although too thin to provide any adequate biomechanical effect of load sharing and consequently any present bone cement will have been subject to overload with fragmentation and particle generation. Cement micro-particles cause osteolysis and thereby contribute to further bone resorption.as a consequence of uneven cementation, load distribution between baseplate and proximal tibial bone was unequal resulting in local areas of overload and other areas with absent loading. An additional effect of suboptimal fixation is development of micromotion between device and bone. Micromotion is known to cause bone resorption resulting in further bone loss in the already poor implant-bone interface. -device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusion: the reported event relates to loosening of the triathlon baseplate. Review of the medical records provided indicated that suboptimal application of bone cement for baseplate fixation has resulted in poor initial fixation with rapid baseplate loosening requiring revision. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Rep reported a revision of left knee due to loose tibial baseplate.